Event description:
Customer reported that four trays of item number 3330 had leakage problems with a 8 " microbore extension tubing # 6010160. The reported leaking occurred on the needle end where the l/l connects to the tubing. Customer already disposed of the four trays. The customer has been instructed to keep the product and return to integra for proper evaluation should the situation recur.